Manufacturer narrative:
Additional information received includes the patient's autopsy report. This report indicates that the patient's cause of death was myocardial infarction (associated with pre-existing condition). Other contributing factors included diabetes, hypertension and chronic anemia. The patient's death was attributed to natural causes. Autopsy findings were significant for cardiomegaly and a dilated heart with end-stage ischemic heart disease. There were old and recent infarcts present along with severe three-vessel coronary artery disease and stent restenosis. There was also associated edema and congestion in the lungs consistent with cardiac failure and signs of congestive cardiac failure with liver congestion. The vad controller log file information did not reveal any changes in flow. The only positive findings were in the cardiovascular and respiratory systems associated with ischemic heart disease. The presence of a right-sided infarct indicates that there could have been a fatal arrhythmia causing death. There is no obvious cause for the anemia and no evidence of significant blood loss. Anemia can be associated with congestive cardiac failure. All relevant and available event info has now been provided; no attempts for additional information are required at this time. The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms for the past 14 days leading up to the event date; power consumption was within normal operating range. However, multiple controller power-up and motor start events were logged starting (B)(6) 2017 on (B)(4) indicating a loss of power to the controller. The first of the controller power-up and motor start events occurred on (B)(6) 2017 at 23:31:29 and 23:31:34 respectively. The last of the controller power-up and motor start events occurred on (B)(6) 2017 at 01:16:43 and 01:16:49 respectively. The last data point was logged on (B)(6) 2017 at 01:10:27 with power source 1 connected to battery (B)(4) with a relative state of charge (rsoc) of 84% and with power source 2 not connected. Log files show the last four (4) data points with power source 1 connected to battery (B)(4) and with power source 2 not connected. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the loss of power events occurred likely due to disconnection of both the power sources from the controller.   With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities and the progression of their underlying disease. Of note, an autopsy revealed that the patient expired due to natural causes. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information however no additional information could be provided by the clinical site. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms for the past 14 days leading up to the event date; power consumption was within normal operating range. However, multiple controller power-up and motor start events were logged starting (B)(6) 2017 on (B)(4) indicating a loss of power to the controller. The first of the controller power-up and motor start events occurred on (B)(6) 2017 at 23:31:29 and 23:31:34 respectively. The last of the controller power-up and motor start events occurred on (B)(6) 2017 at 01:16:43 and 01:16:49 respectively. The last data point was logged on (B)(6) 2017 at 01:10:27 with power source 1 connected to battery (B)(4) with a relative state of charge (rsoc) of 84% and with power source 2 not connected. Log files show the last four (4) data points with power source 1 connected to battery (B)(4) and with power source 2 not connected. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the loss of power events occurred likely due to disconnection of both the power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the hospital suspects that they believe there was a catastrophic event that resulted in the patient being incapacitated and unable to change their batteries. As a result, the device stopped working at the end of the battery life. The patient expired on (B)(6) 2017. Log files have been sent for analysis to assist in determining if there was any device-related issues.